Event description:
Boston scientific crm received information that this right atrial lead was repositioned due to dislodgement. The lead remains implanted. Boston scientific did not make the event date available.